Event description:
During a pta/stenting procedure to treat a lesion at the ostium of an internal iliac artery, the stent slipped off of the balloon. When the physician was advancing the stent delivery system over the bifurcation to reach the target lesion, the 6 fr arrow sheath became kinked and the stent came off of the balloon. The stent remained on the guidewire, therefore the physician was able to recapture the stent. As the procedure progressed, it was noted that the stent was flared on both ends, damaging arterial tissue. The physician elected to place the stent in the internal iliac, distal to the target lesion, as it was impossible to reposition it without additional risk to the pt. He then elected to place a second stent, which was longer than the first (7 x 37), to cover the ostial tartet lesion as well as to cover the first misplaced stent. No pt injury or complications were reported. Pt status is reported as "ok" following the procedure.